Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 200 mg/dl to 250 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.